Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Product was returned to the complaint technician and photos were taken. In reviewing the photos, the ziploop sutures were cut upon removal from the patient during the surgery so it is impossible to confirm the issue of the sutures not performing correctly without being present at the time. Dimensional analysis cannot be performed due to the damage to the sutures. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During the procedure, the ziploop would not tighten when the surgeon tried to use it. Therefore, he cut off the product's suture and removed it from the patient. A second device was used to complete the surgery.